Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 322 alarms, determined to be caused by loose upper latch switch bracket screws. The loose screws allow the upper latch switch to move in and out from the upper door latch. Triggering an intermittent open/closed switch connection, resulting in system error 322 alarms. The upper auxiliary assembly, which contains the loose screws, was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient injury.